Event description:
The customer reported that he gave himself insulin, but his blood glucose did not come down. The blood glucose reading was 334mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found no delivery and low battery alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.